Manufacturer narrative:
This investigation revealed multiple shorted components and significant damage around the battery charger u1 which was shorted internally. It was found that the damage went through the board from the component side of the unit to the solder side of the unit. Due to the damage to this pm pcba no repair to the unit is not recommended. This customer complaint was caused by an electrical short with multiple components shorted.

Manufacturer narrative:
During the field service engineers inspection, the ventilator powered up on battery operation only after the power management (pm) printed circuit board (pcb) was replaced. The power supply was replaced to correct the issue. The ventilator passed all tests.

Event description:
The customer reported that the ventilator had a burnt power management (pm) printed circuit board and does not power up. The ventilator was not in use on a patient at the time of the event occurred.